Manufacturer narrative:
Citation: stazzoni l et al. Chimney technique and bioprosthetic valve fracture during valve-in-valve transcatheter aortic valve implantation: case report. Giornale italiano di cardiologia. 2019. 20(12):154s-155s (suppl 1). Doi: not available ¿ literature abstract attached. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via a literature case report regarding a (B)(6)-year-old female patient who underwent surgical aortic valve replacement with a 23 mm medtronic mosaic bioprosthetic valve (serial number not provided). Five years later, echocardiography showed a peak/mean pressure gradient of 82/52 mmhg. A 23 mm medtronic evolut r transcatheter bioprosthetic valve (serial number not provided) was implanted valve-in-valve inside the degenerated mosaic valve. Following deployment of the evolut r, a mean gradient of 32 mmhg was noted. Subsequently, bioprosthetic valve fracture was performed with a 23 mm non-medtronic balloon and the mosaic bioprosthetic ring was fractured at 10 atm. The mean gradient was reduced to 12 mmhg after bioprosthetic valve fracture. At one-month follow-up, the patient was reported to be doing well and an echocardiogram exhibited a mean gradient of 13 mmhg. No additional adverse patient effects or product performance issues were reported.